Event description:
Hmsc reported undersensing of pvcs. The upper threshold duration will be shortened from 350 to 300ms. A full lead evaluation was also recommended to rule out lead movement. Shock impedance has trended down slightly in (B)(6) 2022. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.